Event description:
It was reported that the patient with this tactra malleable penile prosthesis was dissatisfied with the device. A surgical procedure was performed in which the malleable implant was removed and replaced with an inflatable penile prosthesis (ipp). There were no further patient complications reported.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis was dissatisfied with the device. A surgical procedure was performed in which the malleable implant was removed and replaced with an inflatable penile prosthesis (ipp). There were no further patient complications reported.